Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges patient had a blood glucose level of 59 mg/dl and was found unconscious by her husband. Husband gave her a (B)(6) as treatment once she reacted and then called an ambulance; no treatment was provided by ambulance. Patient reported the blood glucose values did not decrease if only units of insulin were applied from the pump. Requested return of the alleged device for evaluation and replacement provided.